Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out limit after changing the battery and 20 minutes after a set change. The blood glucose reading was 210 mg/dl. The customer was assisted in clearing the alarm and reprogramming the time and date, and was sent a new battery cap. The insulin pump was not replaced or returned for analysis.